Event description:
Pt had left total knee replacement in 1988. Now has history for the last 4 months of left knee pain and swelling. Has had one joint injection and has been taking oral analgesics and using a cane to ambulate. Pain radiates up the left thigh and into the groin. Physical exam indicates left knee instability along the medial collateral ligament. There is popping and catching with flexion and extension.